Event description:
Dexcom g6 readings off greater than 40 mg/dl after multiple calibration attempts (calibrate once every 15 minutes 3 times). Today, when I called to get a replacement, the sensor was reading 80 mg/dl and the finger stick was reading 45 mg/dl on the first round of calibrations. The last time before calling the dexcom g6 sensor was reading 140 mg/dl and the finger stick was reading 171 mg/dl. When I called dexcom to replace the faulty sensor, they advised me that I should not calibrate the sensor, even though it is reading greater that 30 mg/dl off, in the first 24 hours and that I ought to rely on finger sticks during this time. This is completely unacceptable being that they advertise "no more finger sticks". They ought to be sued for criminal negligence. Reference number: mw5117806.